Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that the insulin pump had low battery issue. Customer's blood glucose level was unknown. The device will be returned for analysis.